Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that after a patient was injected in the lips with an unspecified juvéderm® they experienced swelling in the lips. Treatment is noted as three rounds of hyaluronidase. Event has resolved.